Event description:
Customer reports being unable to obtain a result on the easy care system due to a power issue. Customer reports she had attempted to use the device the day of the incident but was unable to obtain a result. Emergency medical technicians (emts) had been called on behalf of the customer; customer tested 24 mg/dl on professional device. She was treated with an IV containing glucose. Low blood glucose symptoms improved 5 minutes after treatment. Requested return of suspect device and replacement was sent.